Event description:
It was reported that the patient was experiencing intense pain at the ipg incision site that persisted despite removal of the ipg. (MFR. Report no. 3006630150-2021-04413). The pain follows back to the spine in a dermatomal pattern, and hypersensitivity, tenderness, and a possible nerve injury was noted. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads were not returned.

Manufacturer narrative:
D6b: explant date: (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7075773.